Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a procedure, the device cracked upon insertion. The device was removed with an extraction tool and no additional bone holes were required to be drilled. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the screws confirmed the reported breakage. The screw is cracked at its proximal end where it interfaces with the driver. Dimensional assessment of the screws major diameter, length and wall thickness found it met print specification. It appears that excessive force was placed on the screw during insertion. With the limited clinical details provided a root cause cannot be determined. No root cause related to the manufacture of the device can be established. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. UDI# (B)(4).